Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device was explanted, replaced and returned for normal battery depletion. There were no known field allegations against the device, and no reports of adverse patient effects. Preliminary analysis determined that the device did not meet longevity expectations.